Event description:
Related manufacturer reference number: 2017865-2022-12121, related manufacturer reference number: 2017865-2022-12122, related manufacturer reference number: 2017865-2022-12123. It was reported that the patient presented in clinic with a fever. Redness and swelling was noted around the implant site. It was discovered that the patient had developed an infection. The full implantable cardioverter defibrillator system was explanted. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.